Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25) occurred during the fill tubing step. The customer's blood glucose level was 289 mg/dl and it would be addressed with a manual injection. During troubleshooting with tandem's technical support (cts), cts had the customer install a cartridge to ensure the correct load process was performed and a cartridge alarm occurred again. It was confirmed that the customer had manual injection available.